Event description:
It was reported that an implanted left ventricular pacing lead had a rise in stimulation threshold; the lead caused stimulation of the diaphragm; the lead was abandoned by programming an associated implanted defibrillator (ICD); the lead was later capped surgically. Additional information received indicated that the lead also dislodged. The lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that an implanted left ventricular pacing lead had a rise in stimulation threshold; the lead caused stimulation of the diaphragm; the lead was abandoned by programming an associated implanted defibrillator (ICD); the lead was later capped surgically. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.